Manufacturer narrative:
The device was returned for investigation. The needle manufacturing records were reviewed and no observations or deviations were noted. Base on the investigation results, the issue was caused by a damage to the resistance wire insulation layer on the heater, which in turn caused interference with the EKG. The case was completed with no patient injury.

Manufacturer narrative:
The date of device return was entered incorrectly. The device was returned on 13-nov-2018.

Event description:
During a cryoablation case, while using two iceforce and two icerods needles and during the first freeze cycle, the iceforce that was plugged into channel 3a didn't show the temperature on the monitor. Also, the same needle caused muscle twitching at the injection site. That needle was switched to channel 5a and the twitching stopped but the temperature was still not reading on the monitor. Two minutes into the second freeze cycle it was noticed that temperature started to register on the monitor. Doctor was satisfied with the procedure and didn't feel like the patient was injured.